Event description:
MFR: zimmer biomet. The instrument in question is the distal femoral cutting block without handle. This issue comes from the cutting block bases having recessed holes with magnetic inserts. Our best explanation is that blood and bio-burden are able to move within the space between the holes and the inserts where it is not able to be properly cleared/removed. Once the "visually clean" block is placed in the autoclave and heated the block expands allowing the previously undetected bio-burden to pushed to the surface of the magnetic insert and recessed block lip.